Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 4.2 cm abdominal aortic aneurysm 40 months ago. Vessel morphology at the time of implant was not reported. It was reported that the pt returned for a routine CT f/u on an unk date, and a distal migration of the stent graft without presence of an endoleak was noted. At the time of migration, the aneurysm was about 5 cm in diameter, and the graft was 2.5 - 3 cm below the renal arteries. The aortic neck was about 28 mm in diameter and angulated about 15-20 degrees. The migration was attributed to aneurysm enlargement, disease progression and dilatation of the aortic neck. One month ago, a 28 mm and 30 mm talent aortic cuffs were implanted and successfully resolved the migration. No additional clinical sequelae were reported.

Manufacturer narrative:
Required secondary intervention. Aneurysm enlargement, disease progression and dilatation of the aortic neck. Migration.